Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229103330). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dense mesh stent surgery involving a pipeline embolization device, the stent tip end could not be opened during deployment. Multiple attempts to open the stent tip end were unsuccessful. Considering the anesthesia risk, the entire system was replaced, after which the stent was successfully opened. The patient had no adverse reactions.

Manufacturer narrative:
H3: the pipeline flex and phenom 27 catheter were returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Based on the returned devices, the customer complaint report of "failure to open at the distal end" and "resistance during delivery" was not confirmed, as the braid's distal and proximal ends were found fully opened and no damage. Additionally, no damages were found with pushwire and catheter. No issue was found during catheter resistance testing. The root cause of the failure to open and resistance could not be determined. Possible causes of the failure to open include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and that the braid was not positioned in a vessel bend, which eliminates these factors as potential causes. A possible cause for the resistance may be the lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend at the time. The original plan was to reinsert the sheath, but after withdrawing it, it was found that the stent and catheter were stuck, then the system was replaced. The patient was undergoing treatment for a lateral wall aneurysm located in the c6 segment. The patient's vessel tortuosity was moderate.